Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years and 1 month. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient had a drop in hemoglobin, a high lactate dehydrogenase (ldh) level, and a change in mental status. A head CT revealed a cerebral infarction. The patient was not a candidate for a pump exchange and the patient¿s family decided to go the route of comfort care. Vad support was withdrawn electively due to poor prognosis and the patient expired on (B)(6). The cause of expiration was reported as withdrawal of care status post multiple organ system failure. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.